Manufacturer narrative:
The other relevant component includes: product ID: 8709sc, (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type: catheter. Of note, only the catheter was returned. Evaluation of implantable catheter (B)(4) revealed the following: the complete catheter was returned in one segment, and was found to be patent in the lab. A visual inspection of the sutureless connector (sc) identified circular coring in the bottom of the cup of the sc connector. Leaking was observed during pressure leak testing in the lab. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving gablofen [1000 mcg/ml] at a dose of 100 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported on (B)(6) 2017 that the patient was in for a pump replacement with a possible catheter revision/replacement. When disconnecting the pump, no cerebrospinal fluid (csf) was found. The date of the event was (B)(6) 2017. It was related that they aspirated off the catheter access port (cap) and the hcp opened the spinal incision and pulled the catheter back to pull still with no csf back flow. They decided to remove the old catheter and replace it. The hcp tried to flush the catheter on the back table with little success using force of a syringe and saline. It was stated that any environmental/external/patient factors that may have led or contributed to the issue were ¿na.¿ the completely explanted catheter would be returned by the manufacturer's representative. At the time of the report the issue was resolved and the patient status was ¿alive; no injury.¿ the patient medical history was asked but unknown. The patient weight was asked but unknown. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. No further complications were reported or anticipated.